Manufacturer narrative:
The event date is estimated. Device unique identifier (UDI)- device was manufactured prior to the UDI labeling implementation. Approximate age of device - 2 years and 10 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient was admitted to the hospital on (B)(6) 2017 due to gastrointestinal (gi) bleeding. The patient had symptoms of melena and fatigue. Serial hemoglobin and hematocrit (h/h) tests were performed and it was noted that there were no significant drops on h/h levels. It was reported that the patient was not actively bleeding, then the patient was discharged home. Follow up clinic visits and blood work was done and there was a significant drop on the patients h/h which led to the patient being readmitted to the hospital. The patient received blood transfusions and treated with proton pump inhibitors. A small bowel enteroscopy was done and found 2 non bleeding ulcers. The gi bleed was resolved and the patient was eventually discharged home.

Manufacturer narrative:
The patient remained ongoing on vad support until patient expired due to sepsis on (B)(6)2017. The pump was returned and evaluated under medwatch MFR. Report # 2916596-2017-01433. A correlation between the device and the report of bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.